Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis revealed that set screw mark was noted on the terminal pin and stylet was bent. In addition, cuts were also noted in the insulation. The proximal end of the distal spring electrode separated from the lead body insulation. The helix was also retracted but slightly stretched. Moreover, the lead passed electrical testing and analysis could not confirmed the reported allegation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information indicates that the cause and behavior of high thresholds were unknown. This rv lead was explanted. No additional adverse patient effects were reported.